Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system intermittently received maximum thermal limit error message with the tee transducer. The reported event occurred while the patient was undergoing a transesophageal echocardiography (tee) procedure. The user rebooted the system to continue and complete the procedure using the same transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. The log files were reviewed during field testing of the system and no deficiency could be found. The reported issue could not be reproduced. A root cause of the issue could not be identified.